Manufacturer narrative:
Product complaint # (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission.  Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Biosense webster manufacturer's report numbers: 2029046-2020-00253. 2029046-2020-00254. 2029046-2020-00255. Are related to the same incident.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿costs and long-term outcomes following pulmonary vein isolation for atrial fibrillation in elderly patients using second-generation cryoballoon vs. Open-irrigated radiofrequency in (B)(6)¿ (pmid:31893337). 2 patients with drug-resistant paroxysmal or short-lasting persistent af, who underwent their first pulmonary vein isolation (pvi) using either the radiofrequency rf experienced pericardial tamponade.